Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04017. 2015691-2021-04018. 2015691-2021-04019. 2015691-2021-04020. 2015691-2021-04021. 2015691-2021-04022. 2015691-2021-04023. 2015691-2021-04024. 2015691-2021-04025. 2015691-2021-04026. 2015691-2021-04027.

Manufacturer narrative:
This is one of eleven manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was between january 2012 and june 2021. For this reason, the first day of the reported study period (01 january 2012) was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021 edwards sapien transcatheter heart valve; p130009 edwards sapien xt transcatheter heart valve; p140031 edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system reference article okuno, taishi, et al. 5 year outcomes with selfexpanding vs balloon expandable transcatheter aortic valve replacement in patients with small annuli. Cardiovascular interventions 16.4 (2023): 429440. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The IFU cautions that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of less than 0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2 percent and 20 percent. Literature review suggest that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure,larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging,procedure specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment. The IFU cautions that residual mean gradient may be higher in a thv in failing prosthesis configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest based on the limited information in the article, the cause could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in switzerland, through review of medical article 5 year outcomes with self expanding vs balloon expandable transcatheter aortic valve replacement in patients with small annuli, corresponding author thomas pilgrim, the following event(s) was/were identified as pertaining to an edwards device. All patients undergoing tavr at (B)(6) hospital. The present analysis included consecutive patients with an aortic valve annulus area less than 430 mm2 who underwent transfemoral tavr with either a medtronic self expanding (supra annular) thv or an edwards balloon expandable (intra annular) thv between (B)(6) 2012 and (B)(6) 2021. There were 17 patients with an unknown sapien valve implanted presented severe patient-prosthesis mismatch at discharged.